Event description:
(B)(6) study. Index procedure was performed on (B)(6) 2021 with a intellanav stablepoint open-irrigated catheter. It was reported that the following day, on (B)(6) 2021 the patient experienced chest pain while lying flat with deep respirations. The patient was diagnosed with pericarditis. Cholechcine was administered and the event was resolved on (B)(6) 2021. No further patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.